Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's spouse reported via phone call that the reservoir was not locking in the insulin pump. The customer's blood glucose was 380 mg/dl at the time of incident. The customer's blood glucose was 340 mg/dl at the time of call. The reservoir was discarded. The reservoir will not be returned for analysis.